Manufacturer narrative:
B5 and e1 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional troubleshooting information was received. It was reported that this occurred during a functional endoscopic sinus surgery (fess). There was minimal delay.

Manufacturer narrative:
Please see section b5 for additional information. F1908 was added for the delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was less than an hour delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, serial/lot #: (B)(4), h3: a medtronic representative went to the site to test the equipment. Testing revealed that the breakout box was faulted and was therefore replaced. H6: codes b01, c13, and d02 are applicable to this analysis. H3: the breakout box (electromagnetic interface), lot number: 603000475, was returned to the manufacturer for analysis. When the el ectromagnetic interface was plugged into the lat station, it immediately faulted. It was then tested with the emtest, but it couldn¿t connect. Codes b01, c13, and d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that a localizer faulted error when using the flat emitter. While troubleshooting, they used another emitter that did not resolve the issue. There was no impact on patient outcome. (B)(6) 2025 iud, e1 (rep): additional troubleshooting information was received. It was reported that the breakout box (bob) faulted in tracking details. On the physical bob it was green on circle and orange on the x. Emitter in tracking details was off. Em diagnostics all follow the bob being faulted. Ports 1 through 6 say disconnected but there was nothing plugged in at the time of troubleshooting.